Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using the starclose se device with a 6f sheath after stenting of the circumflex coronary artery. Reportedly, after deployment of the starclose se clip the device was removed; the clip was found to be captured in the distal end of the sheath. Hemostasis was achieved with 20-30 minutes of manual arterial compression and a femstop device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary:the device was returned for evaluation. The reported event was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.